Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that there was a sucking sound during the refill from the supply line. The baxter technical service representative (tsr) had the hp cycle power and the se 2367 alarmed. The tsr advised the hp to discard the supplies and restart the setup with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and he said he was able to resume therapy after starting over with new supplies. He said the problem was with the cassette and he used a new cassette from a new lot number. He said he would discuss the alarm with his nurse the next time he sees them. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample was not avialable. A companion sample was available and has been requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed if any additional information becomes available.